Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during standard lobectomy of the lung. The device gun fired fine 5 times on the 6th the gun failed to move and locked. The tissue was not thicker than the previous firing and there was no sign of any problems with tissue. The gun just stopped working. They had to open a new gun. The product was not resterilized prior to use. The complaint product was used on a patient.

Manufacturer narrative:
Initial notification of this reportable event to FDA correction :evaluation summary: post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. There was no reported condition. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned product as received by was found to meet specifications and the reported condition was not confirmed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. The event did not meet the regulatory reporting criteria. If information is provided in the future, a supplemental report will be issued.